Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 35 mg/dl causing the customer to fall and hit head. Cause of low bg level was unknown. Bg was treated with glucagon, intravenous glucose, insulin and saline. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.